Event description:
A (B) (4) female patient contacted lifecor customer support to report that the battery packs do not appear to be charging. She stated that one battery pack was yielding the "battery pack fault" led when on the charger. The next time she tried one of the battery packs in the charger, it came up that it was running its bct. She tried removing and replacing the battery pack several times to the same result. Support asked her to leave the battery pack in the charger while it finishes this cycle and asked for a download to see if there is anything indicating a battery issue. Support reviewed the download, which revealed there may be a problem with one of the patient's battery packs. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this patient. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. There was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack also looked to have been dropped. The end cap was loose and the yellow wire was broken from the pca. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.